Event description:
Affiliate reported that he instrument broke in two during the surgery of an adult. The hospital felt there was a possible risk of infection due to the fracture of the metallic instrument. There was no adverse consequences reported.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been confirmed. The shaft is broken. The metal is sheared. There was no evidence of metallurgic defects such as corrosion on the breakage area or elsewhere on this instrument. The shaft appears to have been manipulated as the shaft is bent in a couple locations. The exact manner in which the shaft broke could not be determined, however; aggressive force will result in this type of damage. It is likely that continuous bending of the shaft contributed to the breakage found. There were no other anomalies noted on this instrument. This is the first complaint of this type for this product, therefore, it is considered to eb an isolated incident. We will continue to monitor for this or similar complaints for this product. Based on the result of this investigation no further action is required. At the present time this complaint is closed.